Manufacturer narrative:
The cause of the peritonitis was reported to be due to a break in aseptic technique (no further detail was provided). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty days after the peritonitis onset date, the antibiotic treatments were discontinued and the patient was recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The patient was born on an unspecified date in 1976. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized the same day as event onset. The cause of peritonitis was not reported. Treatment for the event was not reported. At the time of this report the patient outcome was not reported. Dianeal therapies were maintained. The reporter declined to provide further information. No additional information is available.